Event description:
The customer observed a single non-repeatable and higher than expected vitros tropi es result from a patient sample processed on a vitros eciq system. A vitros tropi es result of 0.150 ng/ml vs. A correct result of <0.012 ng/ml was predicted and reported from the laboratory. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. It is unknown if a corrected result was issued by the laboratory. There was no allegation patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-repeatable and higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros eciq system. The investigation was unable to determine a definitive assignable cause from the information provided. An instrument or reagent issue cannot be ruled out as a contributing factor. Additionally, the investigation confirmed that the sample involved had not been processed in accordance with the sample collection device manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined.